Manufacturer narrative:
(B)(6) 2008

Event description:
It was reported that the patient had an unknown device removed. It was also noted that the device malfunctioned. Additional information was requested, if received, a follow up report will be sent.